Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error and no system failure or malfunction could be identified. The tripping occurred due to the inattention of the nurse. The operator manual warns the user of the possibility of tripping, slipping or falling when stepping on or stubbing the foot against cables and other system parts on the floor. Additionally, the nurse unit manager has raised awareness on the importance of using 'cord hocks' to secure the cords. No corrective actions are planned based on this nonsystematic event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that an adverse event occurred during use of the artis q biplane system. While moving towards the foot end of the table, the nurse tripped over the control module cabling. The nurse put her arm out in front of her to prevent falling and struck her wrist on the edge of the bin resulting in a fracture. The nurse was provided immediate first aid and it was later reported that surgery was performed to repair the injury. No further information is available regarding the nurses condition. Additionally, there is no report of impact to the state of health of any patient involved.